Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiib endoleak, secondary procedure and difficult deployment of the main body could not be substantiated (device not returned). The was no evidence of any endoleak based on clinical assessment. Reportedly during the repair, the new main body relining was difficult - it would not seat properly and began to "tear away." Two vela cuffs were placed within the limbs to overcome this difficulty. Product use was again incongruent with the IFU due to the use of aortic cuffs placed within the limb extension, presumably to raise the bifurcation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation, a design or manufacturing root cause was not identified for the reported events.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a suprarenal aortic extension, bifurcated device, and two limb extensions. Reportedly, the patient came in with an enlarging aaa. A computed tomography scan revealed a type 3b at the main body suture line. The physician elected to implant a new bifurcated device and two infrarenal aortic extensions. The new bifurcated device would not set properly and the cover started to tear away. It was then deployed with two infrarenal aortic extensions used to extend in the limbs. This was successfully done and covered and excluded the endoleak. The patient was reported to be stable.